Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. It was reported that no components were replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the site was unable to pull the logs off this system and when they rebooted it, it booted to the blinking cursor screen. The site rebooted several times after this and the system was unable to boot to the login screen. There was no patient present.

Manufacturer narrative:
Additional information was received from the clinical specialist (cs) at the site regarding the evaluation of the system. It was stated that the cs was able to boot the system into recovery mode and change the internal clock which was likely causing the issue. After that the cs shutdown and rebooted the system several times with no issues. The system was then performing as expected. If information is provided in the future, a supplemental report will be issued.